Event description:
It was reported that a spectrum pump underinfused an unspecified chemotherapy drug during therapy in the "chemotherapy" care area. The device was set up to run for 24 hours, however after 12 hours the secondary bag with 1000 ml vtbi still had 900 ml left. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.